Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient developed swelling in the axillae with pain and numbness in the left hand 1 week post miradry treatment. As of 3 months and 9 days post treatment, the pain and swelling had resolved. There was no information regarding numbness. Patient follow-up continuing.